Manufacturer narrative:
The reported event of a drive line power fault was confirmed via the log files and reproduced during laboratory testing. The log file downloaded from the returned controller and the submitted log file contained approximately 2 hours of data combined (5:27:52 ¿ 7:47:27 on (B)(6) 2019 per the time stamps). Throughout the log files, a drive line power fault alarm was active while the drive line was connected. The drive line power fault was active from the first event in the log files. When the drive line was disconnected, the drive line power fault alarm cleared and a controller internal fault activated. The drive line was briefly disconnected causing the pump to stop on (B)(6) 2019 from approximately 6:54:16 to 6:54:26 and on (B)(6) 2019 from approximately 7:36:49 to 7:36:58. The drive line power fault and controller fault alarms were active due to fuse b in the controller being open. The drive line was disconnected again on (B)(6) 2019 at 7:47:02 and both power cables were disconnected approximately 1 second later to exchange the system controller. The pump maintained a speed above or equal to the low speed limit throughout the log file while the drive line was connected. Visual inspection of the returned controller revealed a burn mark on one of the sockets in the bulkhead connector. The returned system controller was connected to a test power module/system monitor and a controller fault alarm activated. The system monitor indicated that fuse b on the system controller had failed. The controller was then connected to a test pump and a drive line power fault alarm activated. The drive line power fault alarm was active when the controller was tested with a test modular cable and when tested with the returned modular cable. The damaged fuse did not affect the controller¿s ability to operate a pump. Circuit analysis performed on the system controller main pcb confirmed that fuse b was compromised. The compromised fuse was replaced and the controller was reassembled. After being reassembled, the system controller started and operated a test pump without issue; the system controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The data in the log file, damaged fuse, and burnt socket on the drive line bulkhead connector are consistent with the drive line being inserted into the controller incorrectly by 180 degrees. The root cause of the reported event was determined to be an incorrect insertion of the drive line into the system controller. Device history records (shop orders: (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The patient remains ongoing on the device with the replacement controller. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital due to a drive line power fault alarm. Log files were provided to the manufacturer's technical services. The drive line power fault was confirmed and the modular cable was exchanged but the alarm recurred. The system controller was then exchanged which resolved the issue. No further information was provided.